Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and upon visual and microscopic inspection, no damage was found to the cable assembly or conductor wire at the wrist. The continuity test still passed. Additional observation not reported by site include that the instrument was found to have a broken sleeve. A broken piece is missing as a result of breakage. The sleeve was also found dislodged from its normal position on the yaw pulley due to the physical damage. Size of missing piece is approximately 0.13" x 0.07". Additionally, the instrument was found to have multiple indentations to the edge of the distal idler pulleys.

Manufacturer narrative:
An investigation is in progress to determine the cause of the reported event. An return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device.

Event description:
It was reported that, the permanent cautery hook (pch) instrument had a break in the steel cable. There was no patient involvement.